Manufacturer narrative:
Rapid port ez strain relief. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Health professional reported that a rapid port ez allegedly flipped because the one of the port's "needles" were "faulty." The problem was first observed when the pt came in for a fill and it could not be performed. After explant, the surgeon could see that one of the prongs of the port did not deploy. Follow-up findings: an x-ray and fluoroscopy was performed. The surgeon saw the port was flipped and the needle kept "hitting the hard [plastic]." The port was removed and replaced.